Manufacturer narrative:
The device has been received; however, the evaluation has not been completed yet. Once the evaluation has been completed, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a concerto coil prematurely detached as it was being pulled back for repositioning during embolization treatment for a bleeding vertebral artery. The physician was able to capture the detached coil and remove it with the microcatheter without using a snare. No patient injury was reported as a result of the event. Prior to the event, the patient came into the hospital with bleeding from the right vertebral artery. The physician used a 5fr impress headhunter as far as it could go and then placed a progreat 2.5fr microcatheter through it to the bleeding vessel. The concerto coil was prepped per IFU (instructions for use). The scrub tech noted that there was some resistance during insertion into the microcatheter, but advanced the coil anyways. At this point, the physician took control to advance the coil to the bleeding vessel where the reported event occurred. The patient¿s vasculature was minimal in tortuosity and blood flow was normal. The reported device and ancillary devices were prepared as indicated per IFU. The pushwire was reported to be bent or broken and not done on purpose. Also, there was friction during delivery. There was no attempt made to detach the coil and the delivery pusher was not rotated during the procedure.

Manufacturer narrative:
The concerto coil was returned for evaluation. As received, the concerto coil was found outside of and without the protective introducer sheath. The concerto pushwire was found to be bent intermittently along its length. The pushwire was found to be loose; however it was not found to be broken distal to the break indicator. The pushwire was found to be broken into two segments at approximately 144cm from the proximal end; the proximal and distal segments were found to be retained together by the release wire. The release wire was found to be pulled back for the length of approximately 3cm. Under the microscope, the coin was not found to be located against the lumen stop and the shield coil was found to be present. The implant coil was not found to be attached to the pushwire. The concerto coil was found to be damaged and covered in what appeared to be dried blood. The coil could not be used for testing with the returned microcatheters due to its damaged and incomplete condition. The review of lot history records shows that the concerto coil has met all manufacturing requirements and specifications during final assembly and quality inspection. Device investigation is ongoing; a follow-up MDR will be submitted when investigation is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The event occurred during an embolization treatment for a bleeding vertebral artery. The lot history records of the reported lot number have been reviewed and no quality issues were noted. The concerto coil was found to be compatible for use with the progreat 2.8f microcatheter. In regards to the issue of ¿pre-mature detachment¿, the customer report was confirmed. The concerto implant coil was found to be detached from the pushwire. The pushwire was found to be bent and broken with the release wire pulled back and with the pushwire loose distal to the break indicator. In addition, the retainer ring was found to be damaged. The damage to the retained ring or the damages to the pushwire may have led to the reported event. It is likely that the pushwire became damaged during the attempt to push the concerto coil through the progreat 2.8f microcatheter against the reported resistance. Per the concerto coil instructions for use (IFU), the customer is instructed not to advance the concerto coil against resistance as this may lead to device damage. The lot history records of the retainer ring were reviewed, and no quality issues were noted; therefore, the cause for the damage to the retainer ring could not be determined. Per the concerto coil instructions for use (IFU): warnings: "if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil." Also, ¿damaged implant delivery pusher and / or coils may affect coil delivery to, and stability inside, the vessel or aneurysm, possibly resulting in coil migration or stretching.¿ precaution: ¿do not advance the coil with force if the coil becomes lodged within or outside the microcatheter. Determine the cause of resistance and remove the system when necessary.¿ if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.